Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited far field p-wave oversensing on the ventricular channel. The patient did not receive therapy due to oversensing. No intervention was performed. The patient would be monitored.

Manufacturer narrative:
Correction: the previously reported event date should have been (B)(6) 2017 rather than (B)(6) 2017

Event description:
New information received notes the patient presented in clinic for follow-up. The implantable cardioverter defibrillator was reprogrammed successfully. The patient was stable and asymptomatic throughout.